Manufacturer narrative:
On 03-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in a tissue expander. The analysis results showed that the device appeared intact. Leak testing revealed there was a tear at the suture tab. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. Possible causes of deflation of tissue expander implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast reconstruction primary with an 800cc mentor cpx4 with suture tabs, med height, smooth tissue expander and experienced postoperative right-sided deflation. As a result, the patient returned for operation earlier than scheduled and underwent removal and replacement with permanent device 755cc mentor memorygel breast implant, catalog # smpx755, serial # (B)(4) on (B)(6) 2019.